Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the esheath+ device imagery, the distal liner edge appears away from the distal tip suggesting full circumferential liner delamination. The distal tip was noted to be folded inward and appeared to be torn radially. The tear edge appears jagged. Per review of the patient anatomy imagery, tortuosity and calcification were present in the patient's access vessels. There was also calcification in the patient's landing zone and horizontal aorta. There were also sections of undersized vessel in the patient's right access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the esheath+ liner delamination, through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was confirmed based on evaluation of the provided imagery. The available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that "the 26 mm commander delivery system balloon had burst during deployment of the valve". Additionally, evaluation of the provided device imagery of the delivery system revealed extensive bunching of the inflation balloon. Evaluation of the provided esheath+ device imagery had revealed circumferential liner delamination at the distal sheath shaft. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. Regarding the torn esheath+ distal tip, this event was also confirmed per evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "the 26 mm commander delivery system balloon had burst during deployment of the valve at nominal volume and an inflation pressure of 6 atm. The valve was able to be fully deployed. The delivery system was immediately withdrawn into the 14fr esheath+, and then the entire delivery system and esheath+ were removed as a unit". Evaluation of the provided esheath+ device imagery revealed the esheath+ distal tip was folded and torn. It is likely that the sheath tip sustained damage during system removal. Retrieving a system with an altered balloon profile could cause it to catch on the tip. It is likely that the altered balloon profile got caught on the distal tip and caused the observed tip tear. In this case, the available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the tip tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transaxillary/subclavian transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the tip of the 14fr esheath+ was noted to be deformed from withdrawing the delivery system balloon into the esheath+. There was no difficulty withdrawing the delivery system. The 26 mm commander delivery system balloon had burst during deployment of the valve at nominal volume and an inflation pressure of 6 atm. The valve was able to be fully deployed. The delivery system was immediately withdrawn into the 14fr esheath+, and then the entire delivery system and esheath+ were removed as a unit. The perceived root cause of the event was heavy sinotubular junction (stj) calcification that may have interacted with the delivery system balloon during deployment. There was no patient complication during the procedure and there were no issues reported prior to the patient being discharged. Imagery of the esheath+ was provided for evaluation. Per review of the device imagery, the distal liner edge appears away from the distal tip suggesting full circumferential liner delamination. The distal tip was noted to be folded inward and appeared to be torn radially. The tear edge appears jagged. Per review of the patient anatomy imagery, there was calcification in the patient's landing zone and horizontal aorta.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-09741 for details of the other event. The investigation is ongoing.